Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where there were too many patients on the list. A technical support specialist (tss) checked on remote support service and identified that the station version was 1.6. Tss explained that, by design, the station displays the message too many patients on the list when there are more than 300 searchable patients in all available patients menu. In such cases, users are required to enter filtering criteria such as the patient¿s last name, first name, or ID to populate the list. To prevent this message from appearing, it was recommended to reduce the number of areas or units assigned to the station or adjust the station¿s inactivity settings to better align with the hospital workflow. If reducing assigned units was not feasible, modifying the admission inactivity days setting was suggested. There was currently no update or hotfix available, as this is a known limitation in version 1.6. The customer adjusted the admission inactivity days setting from 14 days to 4 days, aligning it with the pyxis device configuration. This change ensures that patient records are removed from the station if there has been no activity within four days. The tss kept the case open for monitoring and later confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all available patient list was failed to load. The monitor displayed the message that there were too many patients on the list, and the list required filtering by last name, first name, or ID to display patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.